Manufacturer narrative:
(B)(4)

Event description:
It was reported that during follow up, delayed charge time was observed. The alert message has been on the patient's follow up records since (B)(6) 2015. It is suspected that the issue started at the implant date. Dft testing was performed at the time and the patient received appropriate shock therapy a week later. The patient is in stable condition and will continue to be monitored.